Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose levels were 409 mg/dl and 47 mg/dl. Customer was mentioned other blood glucose value such as 70 mg/dl. The customer treated for high blood glucose with bolus and for low blood glucose level with protein bar and peanut butter. The customer was declined troubleshooting for high and low blood glucose level. It was unknown that the insulin pump was on auto mode or not at the time of incident. Customer was reported that they received change sensor alert and sensor updating alert. The insulin pump will not be returned for analysis.